Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
Upon follow-up, the customer reported that the blood glucose (bg) level was "back down" and the infusion set was changed. The pump data report was reviewed and showed that the customer had frequent "overrides" and mismatch of carbohydrates (cho) versus dose for food on activities report (daily average food dose well below based on cho's inputted. Reportedly, a tandem clinical diabetes specialist provided the customer additional training.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and the infusion set site was changed to address the bg level. The customer could not recall the details as to why the bg was high; however, did report that she was not receiving insulin. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.